Manufacturer narrative:
Continuation of d10: product ID a810 lot# / serial# unknown, software version: unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on (B)(6) 2023 from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient with an implantable pump for unknown indications for use. It was reported that upon a refill, the nurse who performs refills noticed that the drug concentration was in mg instead of mcg. The actions/interventions taken was the nurse changed the drug unit back to mcg. The issue regarding incorrect programming was resolved as of (B)(6) 2023 and the patient¿s status was without injury. The patient¿s weight at the time of the event was unknown. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2024. A clinician programmer tablet was being used. Clonidine was programmed at the time as being mg instead of mcg which had since been rectified. The drug in the pump had always been correct as per the prescriptions. Additional information was received from a company representative on (B)(6) 2024. The dose rate units were not in need of correcting. The drug concentration unit having been incorrectly programmed was resolved before the patient wet home. The event did not impact the patient in any way.